Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised to address aseptic loosening of the cup. Update 8/23/2013 litigation papers allege pain and discomfort. Doi provided. Update: 12/16/2016 pfs and medical records received. After review of the medical records for MDR reportability, the revision surgery notes reported a potential crack in the posterior neck and cables were utilized. Pathology reports that tissue results came back consistent with alval. Metal ion levels provided were at reportable levels. Adding stem/sleeve.